Event description:
Pt had respiratory arrest; 2 separate intubations by two different respiratory therapists were performed. First attempt was in the esophagus; second attempt was believed to be in the trachea after rn;md listened to breath sounds and confirmed. 02 sats did not improve; anesthesiologist intubated third time successfully with size 8 et tube. Pt's abdomen was distended afterwards. Free air was noted on x-ray. Pt had exploratory laparotomy for a gastric wall tear.